Manufacturer narrative:
Continuation of d11: product ID: 8784, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial# (B)(6), implanted: (B)(6) 2019, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider via a company representative. As of (B)(6) 2020, the issue has been resolved as the entire catheter and pump system has been replaced. The cause of the potential catheter access port (cap) issue was not determined, but the pump was being returned for analysis. The patient¿s weight at the time of the event was unable to be obtained.

Manufacturer narrative:
Continuation of d11: product ID 8784 lot# serial# (B)(6) implanted: 2020-(B)(6) explanted: 2020-07-07 product type catheter product ID 8780 lot# serial# (B)(6) implanted: 2019(B)(6) explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the drug partner on 2020-(B)(6). It was reported that the patient was admitted on 2020--(B)(6). . Prior to admission, the pump dose was weaned (2020--(B)(6). ) from 351.2 to 270.2. On 2020-(B)(6). , the pump was weaned to 200 mcg/day. A new pump and catheter were placed on 2020--(B)(6). . When the old catheter was cut, there was no flow in the catheter. The old pump and catheter were returned for analysis. Prior to discharge home (2020--(B)(6). ), the pump dose remained 200 mcg/day oral ¿antispasmodic¿ medications were weaned, and spasticity greatly improved. At the outpatient visit on 2020--(B)(6). , the spasticity was significantly improved and the dose was increased to 230 mcg/day. The spasticity was considered resolved. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8784 serial# (B)(6) product type catheter product ID (B)(6) serial# (B)(6): product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the pump was explanted. It was reported that catheter segment was removed along with pump connector. The spinal segment remained implanted and tied off in pump pocket; it was noted that no csf (cerebrospinal fluid) flow was present from the catheter when catheter was cut and tied off in pump pocket. No further complications have been reported.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of catheter model 8780 (s/n: (B)(6)) found acceptable catheter testing. Analysis of catheter model 8784 (s/n: (B)(6)) found ¿catheter pin connector ¿ collet is not fully locked in place¿ and ¿catheter body ¿ damage to transition tube¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving lioresal at an unknown concentration and dose via an implantable infusion pump. It was reported that after a recent catheter revision (see manufacturers report 3004209178-2020-10041 for the report of this catheter revision) the patient had a return of spasticity. Imaging and a catheter access port (cap) procedure was done to check for effect. The clinicians noticed that when doing the cap access, they described "a very unusual feel with the needle" and they were unable to draw back anything but bloody fluid. The suspected a problem with the pump cap that is impeding the drug flow proximal to the catheter connection. A pump replacement was planned and scheduled for (B)(6) 2020. The issue was not considered resolved. No further complications were reported.